Event description:
On 03/09/2020, axonics was made aware of a patient that developed a bacterial infection at the implant site. The implant was explanted. Culture obtained on (B)(6) 2020 confirmed growth of pseudomonas. The issue is being treated with medication.